Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the haptic was torn during insertion. The incision was enlarged and sutured. The reporter indicated the event may have been the result of a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.